Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a high blood glucose reading of 317 mg/dl on ilet after an unusually large meal and sought assistance to dismiss a high glucose alert; the user was also having difficulty connecting short and long tubing for a contact detach infusion set and planned to wait for in-person help to apply supplies. Symptoms included hyperglycemia. Outcomes included self-monitoring until glucose returned to range without escalation of care. Investigation included troubleshooting and education provided by support, including guidance to dismiss the alert and to continue monitoring, with no device return and no further intervention requested. Investigation of this case revealed no confirmed device malfunction and a likely user- and circumstance-related event associated with meal intake and infusion set handling challenges. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.